Event description:
It was reported that during an unknown procedure, the surgeon could not close the closing trigger. They changed the instrument and finished the case. Once being removed from the body, we made an attempt to close the trigger and it reenacted the same with the rate of one out of ten trials. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis found that one pse45a device was returned with no cartridge reload present. After further analysis, the device clamping mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the proximal spring clamp release was noted to be out of position thus, the release button remains forward and it did not engaged with the clamp arm. This condition caused the device won¿t lock in the closed position. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reach on what may have caused the found condition of the spring clamp release, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.